Event description:
The user reported that during attempts to remove the ivc filter, the wire of the snare broke. The device was exchanged and the procedure was completed without further complications. No additional information provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.